Event description:
The facility reported a colleague infusion pump with a dead battery. According to the facility, it is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering confirmed this event as failure code 570:320:844:0000 and discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.this device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a colleague infusion pump with a dead battery was confirmed by baxter quality engineering as failure code 570:320:844:0000. This condition was caused by depleted main batteries. The main batteries and battery harness were replaced to correct this condition.